Event description:
Reportedly, during the follow-up performed on (B)(6) 2012, the episodes corresponding to the 2 treated fast vt were not available. Only egm corresponding to the non sustained episodes were available in aida memory; in addition, the message "holter event unavailable" was displayed. An explanation is required.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.